Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: concomitant products: manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast reconstruction with mentor memorygel breast implants 590cc and experienced bilateral capsular contracture baker grade unknown and rupture on the right side. As a result, the patient underwent removal and replacement with mentor memorygel xtra breast implants 620cc, catalog number thpx620, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2019. This report is for the left side.